Event description:
Customer's family member called to report the pump did not beep when a bolus was delivered or when the bolus is completed. Family member did not have the unit with them at the time of call. Device was not dropped, bumped, or exposed to moisture.